Event description:
Note: this report pertains to the first of two devices that reportedly malfunctioned during the same procedure. Refer to manufacturer report# 3005099803-2009-01175. It was reported to boston scientific corp in 2009, that two speedband superview super 7 multiple band ligator devices were used during a ligation procedure of the esophageus performed the day before. According to the complaint, during the procedure, seven bands released all together on one vessel. Another ligator was used which resulted in three bands being released at the same time. The procedure was completed with a third speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.